Event description:
It was reported that during a dural arteriovenous fistula procedure, the subject guidewire was given torque and advanced within a microcatheter with the meandering blood vessel. While advancing, it was found that the distal tip of the subject guidewire was broken. The procedure was terminated with the broken tip of the subject guidewire left in the patient¿s body. Since the lesion was originally an obstructed lesion, there was no change in the patient's symptoms.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent at 178cm from the proximal end. The guidewire was returned broken/fractured with core wire exposed at 206.4cm from the proximal end. The guidewire distal end was not returned. The guidewire ptfe coating was noted to be peeling in multiple areas to 30cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was very meandering, a microcatheter was used with the subject device, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 45 degrees, and the introducer was used when inserting the guidewire. During the visual inspection, the guidewire was noted to be kinked/bent at 178cm from the proximal end and the ptfe coating was noted to be peeling in multiple areas up to 30cm from the proximal end. The guidewire was found to be broken/fractured with core wire exposed at 206.4cm from the proximal end and the distal fractured segment was not returned, confirming the reported event. No other anomalies were noted to the returned device. Based on the analysis and information provided, it is probable that the guidewire experienced high tension and/or torsion forces during manipulation of the wire through the microcatheter in the meandering blood vessel, and this caused the wire to kink and fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and ¿un-retrieved device fragments' as well as the as analyzed 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during a dural arteriovenous fistula procedure, the subject guidewire was given torque and advanced within a microcatheter with the meandering blood vessel. While advancing, it was found that the distal tip of the subject guidewire was broken. The procedure was terminated with the broken tip of the subject guidewire left in the patient¿s body. Since the lesion was originally an obstructed lesion, there was no change in the patient's symptoms.